Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that a high-energy treatment device was used without ensuring a sufficient distance from the tip. Additionally, since foreign material remained, a possible cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the nozzle and the tip cover was burnt. There was no patient involvement.